Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The surgeon was doing an exeter trident case at (B)(6). The surgeon reamed to 59, used a 58 trial cup (he prefers to under trial so as not to damage the fit of the definitive), then he requested a 60 solid trident hemispherical cup to be opened. When the implant was handed to the surgeon in the sterile field, he commented to the rep in theatre at the time, that the surface didn't look or feel as rough as it normally did to him. During insertion, the cup didn't grip adequately to the acetabulum and without any screw hole options he opted not to open a tritanium cluster cup which he ended up using two screws with, as that cup too didn't have adequate purchase without screws.

Event description:
The surgeon was doing an exeter trident case at (B)(6) hospital, (B)(6). The surgeon reamed to 59, used a 58 trial cup (he prefers to under trial so as not to damage the fit of the definitive), then he requested a 60 solid trident hemispherical cup to be opened. When the implant was handed to the surgeon in the sterile field, he commented to the rep in theatre at the time, that the surface didn't look or feel as rough as it normally did to him. During insertion, the cup didn't grip adequately to the acetabulum and without any screw hole options he opted not to open a tritanium cluster cup which he ended up using two screws with, as that cup too didn't have adequate purchase without screws.

Event description:
The surgeon was doing an exeter trident case at (B)(6) hospital, (B)(6). The surgeon reamed to 59, used a 58 trial cup (he prefers to under trial so as not to damage the fit of the definitive), then he requested a 60 solid trident hemispherical cup to be opened. When the implant was handed to the surgeon in the sterile field, he commented to the rep in theatre at the time, that the surface didn't look or feel as rough as it normally did to him. During insertion, the cup didn't grip adequately to the acetabulum and without any screw hole options he opted not to open a tritanium cluster cup which he ended up using two screws with, as that cup too didn't have adequate purchase without screws.

Manufacturer narrative:
An event regarding alleged seating/locking issue involving a trident shell was reported. The event was not confirmed. A visual inspection of the returned trident shell did not reveal any abnormal discrepancies. There was no indication that the coating thickness of the returned complaint unit was any different to the in-process unit. The analysis carried out indicated the average coating thickness was within spec. Medical records received and evaluation performed; however, information was deemed to be insufficient. All devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot. The exact cause of the event could not be determined because the returned device was within specification.